Manufacturer narrative:
Concomitant medical products: product ID: 4469 lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest pain. The right ventricular (rv) lead exhibited high thresholds and undersensing. The rv lead remain in use. No further patient complications have been reported as a result of this event.